Event description:
It was reported that patient admitted for revision right total hip replacement due to acetabular component loosening and pain.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.